Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. The customer state that they received insulin flow blocked alarm. The customer also state that the insulin exited. Customer treated with insulin pump. Customer declined high blood glucose troubleshooting. Customer states the cannula was not bent. The product will not be returned for analysis.